Event description:
As reported, approximately six years post initial right tka, the 71 y/o female patient had a revision due to poly wear. Everything was removed and revised into a competitor's devices. There was no breakage device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation as they were disposed at the hospital.

Manufacturer narrative:
Section d10: concomitant products: logic cr femoral por, right, sz 2.5 (cat# 02-010-04-0325 / serial# (B)(6). Lgc tibial fit tray cem sz 2.5f / 5t (cat# 02-012-45-2525 / serial# (B)(6). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of prosthesis wear as stated in the experience report. However, the photographed tibial insert appears unremarkable for an implanted device. A contributing factor to the revision may have been inclusion of the implanted tibial insert in the packaging recall. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.